Manufacturer narrative:
In the initial report, g3 was stated to be (B)(6) 2024. The correct date is (B)(6) 2024.

Manufacturer narrative:
G3, date received by manufacturer estimated from date of event.

Event description:
On 2024-08-01, during blood gas analysis using the safepico arterial blood sampler (lot no bi01), it was found that the needle cube was missing, hence the user had no needle stick protection. Immediately, the disposable arterial blood sample collector was replaced, and the incident did not cause any adverse effects on the patient.